Event description:
It was reported that during a procedure the physician aborted the trial due to not being able to get the lead posterior at the space. It was noted that two contacts were sheared off in the patients body and the physician could not retrieve them.

Event description:
It was reported that during a procedure the physician aborted the trial due to not being able to get the lead posterior at the space. It was noted that two contacts were sheared off in the patients body and the physician could not retrieve them.

Manufacturer narrative:
Sc-2316-50e sn:(B)(6). The returned lead was analyzed and revealed that the top two electrodes were separated from the distal end. Electrodes 1- 2 were not returned. The cables were exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that during a procedure the physician aborted the trial due to not being able to get the lead posterior at the space. It was noted that two contacts were sheared off in the patients body and the physician could not retrieve them.